Event description:
It was reported that the customer had a motor error alarm on the pump. Customer received a no delivery after just coming home from the hospital. Customer was hospitalized for an issue that was unrelated to their blood sugar. Customer's blood glucose at the time of the incident was 9.6 mmol/l. Customer received the alarm during basal when she was in bed. Customer had a cat scan and stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted and passed motor test. The displacement test functioned properly. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.